Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before using the device on a patient for a laparoscopic nephrectomy, the nurse noticed that the tip of the cannula was broken. Also, the nurse pushed the white button on the dilator, but the catch caught and she could not pull the dilator out of the cannula. The event occurred during the procedure but the product was not used for patient. The procedure was completed with another device. The status of the patient was reported as no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device the visual inspection of the returned product noted a gouge and burr at the distal end of the cannula. The result of this condition prevents the obturator from being removed. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the gouge and burr at the distal end of the cannula may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.